Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing separated while the bag was being changed. There was no patient injury.

Manufacturer narrative:
Correction: g.3 removed the customer¿s report that the tubing separated while the bag was being changed could not be confirmed. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the tubing separated while the bag was being changed. There was no patient injury.

Event description:
It was reported that the tubing separated while the bag was being changed. There was no patient injury.